Event description:
Report received of an adverse event while the device was in use. The pump was programmed to deliver hydromorphone hydrochloride 1mg/1ml. The contact stated that after receiving two 0.2ml bolus doses within 2 hours, the pt was found "blue." The oxygen saturation was 45% via pulse oximetry. Reportedly, the pt may have had sleep apnea. The pt was treated with the "usual" dose of narcan and send to the intensive care unit (ICU) for observation. The device was taken out of clinicial use and isolated. The pt returned to the floor the next day and there were no reported adverse pt sequelae. Multiple unsuccessful attempts have been made to obtain additional info.